Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing and investigation, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history log. Further testing found that the device fan did not turn properly. The probable cause of the s233 malfunction alarm code was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported, during battery reconditioning, the device alarmed with a s233 (overtemperature- psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.